Manufacturer narrative:
Information was received via published literature. (B)(4). The device was not returned for review, however a photo of the explanted stem shows a grossly worn femoral stem trunnion. There appears to be significant bone on-growth to the porous surface. The manufacturing documentation could not be reviewed as the item/lot information is unknown. The device was used in treatment. The patient is noted to be obese with a bmi of 40 kg/m^2. An x-ray shows disassociation of the femoral stem from the head, while the head remains within the acetabular component. It is noted that the onset of pain occurred while getting into his car, which is likely the point of disassociation. A complaint history search could not be performed. Compatibility of the devices is unknown. With the information provided, a definitive root cause cannot be stated.

Event description:
It is reported that the patient received a left primary cementless total hip arthroplasty. Eight years later he experienced left hip and groin pain. He was unable to bear any weight thereafter. Radiographs revealed disassociation of the trunnion from the femoral head component and it was indicated for exploration/revision surgery. Intraoperatively, the trunnion was found to be malformed with wear and there was substantial black debris suggestive of metallosis.